Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
The customer reported via phone call that the insulin pump alarmed pump error. The customer's blood glucose reading was 122 mg/dl at the time of incident. Troubleshooting found that the pump self test did not pass. The customer was advised that the device would be replaced and to return the product for analysis. No further details provided.

Manufacturer narrative:
The insulin pump passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self-test. No unexpected hardware low level failure alarms noted during our testing. However, multiple hardware low level failure alarms were present in the format history file; the problem was isolated to keypad assembly. The insulin pump was received with severely faded serial number label, scratched casing, minor scratches on the lcd window, pillowing keypad overlay, cracked select button on the keypad overlay and peeling end cap address label.